Manufacturer narrative:
Additional patient¿s identifier reported as (B)(6). Patient¿s gender and weight are unknown. Device is an instrument and is not implanted/explanted. Complainant device is not expected to be returned for manufacturer review/investigation. A device history record (DHR) review was performed for part # 314.463, synthes lot # 4526805, supplier lot number: n/a: release to warehouse date: 03-jan-2003, expiration date: n/a, manufactured by (B)(4): no non-conformance reports (ncrs) were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an open reduction internal fixation (orif) surgery for talus on (B)(6) 2017, the screwdriver broke during the final tightening of a screw. It is unknown if there was any delay in surgery. Removed broken device easily without additional intervention required. The patient outcome is unknown. Concomitant device(s) reported: screw (part # unknown, lot # unknown, quantity 1). This report is for one (1) cannulated cruciform screwdriver. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The tip of the screwdriver broke during final tightening. There was no fragment left in patient from the broken device.